Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was protruded. Customer's blood glucose was 155 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer received a temporary pump, but stated is not working correctly. The customer stated he has fixed the issue with pump. The insulin pump also alarmed and drive support cap was coming loose. The customer stated he will return temporary pump soon. The customer's blood glucose was unknown.

Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional testing due to compromised force sensor system alarm. Unit received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot and broken battery tube threads.